Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced critical battery alarms. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. The reported event was confirmed via review of the controller log files, which revealed 2 critical battery alarm involving bat316044. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication error between the controller and battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. The manufacturer investigated communication errors under an internal investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further stated that the site believes that the battery was exchanged, and the faulty battery was most likely discarded.